Manufacturer narrative:
H3 - device evaluated by mfg? Device not returned to manufacturer. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that endoleaks were present in cook grafts after placement in an endovascular aortic repair (evar) procedure. The patient was being treated for an abdominal aortic aneurysm (aaa). The shape of the aortic neck anatomy was described as parallel. The patient¿s anatomy was not considered tortuous. A cook sales representative was present for the procedure. The patient had the following cook grafts placed on (B)(6) 2025. Zenith flex aaa endovascular graft bifurcated main body rpn: tffb-26-82-zt, zenith flex with spiral-z technology aaa endovascular graft iliac leg, rpn: zsle-16-56-zt, zenith flex with spiral-z technology aaa endovascular graft iliac leg, rpn: zsle-13-74-zt, zenith flex with spiral-z technology aaa endovascular graft iliac leg, rpn: zsle-16-74-zt, zenith branch endovascular graft iliac bifurcation, rpn: rpn: zbis-12-45-41-us. No part of the procedure was performed off-label or out of the patient selection criteria. The grafts were not altered in any way prior to implant. No difficulty was experienced during deployment of the grafts. A cook coda balloon catheter was used during the procedure. The coda balloon was inflated using a 30-cc syringe; approx. 25 cc was used. An inflation device was not used with the coda balloon. Ballooning was performed in the proximal edge and ¿other typical ballooning spots.¿ all five devices were successfully implanted without any deployment issues. However, after placement, it was noted that all of the grafts were leaking ¿due to suture holes in the graft material.¿ the endoleak was described as ¿all throughout the middle¿ and present in all graft overlaps. Re-ballooning using the coda balloon was completed on the grafts, limbs, and stents, and the endoleak persisted. The procedure was stopped. It was determined that a follow-up two to three weeks post procedure will be completed to determine if any additional procedure/treatment is required. The IFU for the zenith branch endovascular graft iliac bifurcation device was used and the device functioned as expected. No graft obstruction or high blood pressure was present within the graft during the endoleak. The zenith branch endovascular graft iliac bifurcation graft was able to be deployed in the target zone. There was no detachment or breakage of z-stents. There was adequate barb engagement with the vessel wall. There was no progression of the aneurysm. No material fracture of the graft. The physician suspected the endoleaks were caused by graft porosity and suture holes. The devices were inspected prior to the procedure to confirm no damage had occurred. It is unknown what type of anti-platelet or anti-coagulation medication therapy was prescribed for the patient. The subject of this report is the endoleak that was reported on the zenith flex with spiral-z technology aaa endovascular graft iliac leg, rpn: zsle-13-74-zt. Additional reports for this patient will be submitted under the patient identifiers (B)(6). Additional information regarding the event and patient outcome has been requested but is currently unavailable.

Event description:
Additional information was provided on 08jan2026. The patient did not have any other pre-existing conditions outside of the aneurysm. Prior to the index endovascular aortic repair (evar), the patient was not prescribed anticoagulant or antiplatelet medication. The patient was not on a blood thinner prior to the procedure. The target range activated clotting time (act) goal during the procedure was 250. During the procedure, the patient¿s activated clotting time (act) was 225 at the time of the endoleak. After the leak was observed, re-ballooning of every single graft to graft junction, along with ballooning proximal edge, and both iliac fixation points were completed. Protamine was also administered at the end of the case like usual. No relining or extra stenting was completed. After the placement of the grafts, it is unknown if the patient was prescribed anticoagulant or antiplatelet medication.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: b5. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.